Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Computed tomography (CT) images was performed after spaceoar placement, and reportedly looked good. On (B)(6) 2021, the patient experienced discomfort, perineal pain, fevers, and chills. Computed tomography (CT) scan was performed and it showed an abscess of 30cc. The abscess was drained and released puss. The patient condition was reported to have fully recovered.